Event description:
(B)(6) reported: "on (B)(6) 2009, our customer was dispatched to a cardiac event involving a female pt. On the way to the hospital, the pt went into v-fib. The crew attached a lifepak 12 defibrillator/monitor to the pt and attempted to defibrillate. The device continued to prompt "connect electrodes", the crew then removed the electrodes and applied another set of electrodes with the same results." (B)(6) also reported that both sets of electrodes were manufactured by conmed. CPR was in progress on the way to the hospital, but the pt was not resuscitated. The (B)(6) failure analysis center could not duplicate the problem with the lifepak 12 in question. However, (B)(6) inspection and testing of the conmed electrodes returned by the customer revealed intermittent continuity between the electrode wires and the conductive surface of the electrode body. The testing indicated that the root cause of the reported problem was due to a failure of the conmed electrodes.

Manufacturer narrative:
Conmed requested that (B)(6) return the multifunction electrode (mfe) samples from the complaint to conmed for analysis and also requested additional info regarding product identification, identification of the actual end-user, additional info on the complaint incident, specifics on condition of the complaint samples, and specifics on the testing performed on these samples. (B)(6) returned a single set of mfe's to conmed, but did not respond to any of our questions. The customer could not supply a product catalog number or lot code or any lot history info for the complaint sample. For this reason a DHR/lhr review could not be performed. The returned samples, though received in poor condition, passed dc resistance testing and also passed ac large signal impedance testing. Conmed also connected these pads to two (2) physio control defibrillator/monitors that we use for testing - lifepak 12 and lifepak 9p. Both of the physio-control defibrillation units recognized that the sample mfe's were connected to them; we did not receive the error message "connect electrodes" which was reported by (B)(6) customer. Conmed could not duplicate (B)(6) reported failure during performance testing of the returned complaint samples. Corrective action is not recommended at this time. Without further info from (B)(6), conmed cannot determine actual failure mode or probable root cause. The set of mfe's received from (B)(6) appear to be a set of kimberley-clarke multifunction electrodes, pn 3112-1731. This particular set of mfe's was manufactured by kimberley-clarke, not conmed corporation. The wire set and connector configuration were changed slightly when we began to manufacture this catalog number at conmed corporation in july 2008. Conmed acquired this kimberley clarke product line and currently manufactures these mfe's under the same part number as r2 multifunction electrode, adult, medtronic. The investigation has been completed to the best of our ability with the info available. Conmed considers this complaint closed. Corrected data: this was originally reported as a single medwatch. The event description involved two (2) devices as utilized by end-user. This medwatch is being submitted late as the medwatch for the second device that was used in the event. This medwatch is linked to medwatch number 1320894-2010-00023.